Event description:
Pt underwent surgery for pelvic organ prolapse with the avualta mesh system. She has undergone at least 4 additional surgeries to remove & correct problems caused by the avualta mesh. Her most recent surgery was 2009. Diagnosis or reason for use: pelvic organ prolapse.